Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent had detached from the delivery system and was damaged the whole length. The tip profile was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. Crimp stent markings were visible on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found that the inner/outer extrusion shaft was kinked and accordioned 2.5 mm distal from the port weld bond. This type of damages is consistent with excessive force being applied to the delivery system. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04apr2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 35 mm in length, concentric, de novo target lesion was located in the non-tortuous, mildly calcified and 3.1 mm in diameter right coronary artery (rca). A 3.00 mm x 38 mm promus element ¿ long stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent detachment.